Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2311.

Event description:
It was reported that the patient experienced inadequate stimulation with their drg system particularly on their right side. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention took place on (B)(6) 2024, where in the right s1 drg was explanted and replaced to address the issue. It is unknown which lead caused the issue.